Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a lap chole procedure, during the removal of the specimen, the bag of the specimen retrieval device, was ripped straight down the seam at the bottom of the bag. The specimen fell into the patient cavity and was retrieved with a laparoscopic instrument. The incision of the patient was extended due to the product problem.